Event description:
During the extraction of the amygdala, there was a fire and the patient sustained a burn to their lips and mucosa.

Manufacturer narrative:
The device from the incident was not returned. However, photographs were sent from the user-facility showing the tip of the electrode was burned. During tonsillectomies and adenoidectomies, there is a possibility that oxygen can pool and create a oxygen-enriched environment. In these cases, the spark from the activation of an electrosurgical device can cause a flame and/or a fire. From the information received, there is no indication that the device in question had malfunctioned. At this point, conmed considers this event to stem from user error.